Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was not determined. A batch review was not performed as lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be sent upon completion of baxter's investigation.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) during patient use during drain 5/8. The home patient (hp) stated that there were no leaks in the bags and the hp did not disconnect. The alarm was cleared and therapy was ended. There was no patient injury or medical intervention indicated at the time of the initial report.